Event description:
It was reported on 03/28/2022 by a facility representative via (B)(4) that an ar-3210-0040 obturator does not fit in the sheath. This occurred during a case with no patient harm.

Manufacturer narrative:
The complaint is not confirmed. One unpackaged 761-0113-02 trocar and two 761-0126-02 obturators from an ar-3210-0040 were received for investigation. No nanoscope handpiece was returned. Functional testing identified that both trocars were able to be mated with the obturator. No problem found.